Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (B)(4) was performed by a zoll service technician. During visual inspection of the console, a foreign piece (putty) was found in one of the holes of the air trap sensor block. The reported issue was resolved after the obstruction was removed. A review of the retrieved event logs found no irregularities related to the reported complaints. An annual preventative maintenance was performed. The console passed functional testing and the electrical safety test with no issues found. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm console with (B)(4).

Event description:
As reported, the thermogard xp ivtm console (B)(4) displayed an air trap alarm during set up. According to the reporter, the air trap chamber does not sit properly into the air trap holder and the adhesive around the top of the air trap chamber appears uneven and worn. To try and resolve the issue, the reporter used warm air and oxygen in the chamber; however, issue persist. The air trap chamber was primed and full with saline; there were no signs of debris or moisture. There is no known patient consequence reported.